Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "right side rupture with pain, swelling and soreness" and implant removal from textured to smooth due to the concerns of the product. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. ¿ creases/folding of implant: observed, fold creases. ¿ seroma-late: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. ¿ cloudy is observed. ¿ yellow particles were observed on the shell. ¿ brown particles were observed on the shell. ¿ black particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "right side rupture with pain, swelling and soreness" and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported seroma-late and capsular contracture, baker grade IV. The device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported seroma-late and capsular contracture, baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "pain" and capsular contracture baker grade ii. The device was explanted and replaced.